Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,h3,h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e104 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e104 was caused by a component failure of the defogging function. The most probable cause of the complaint is no problem detected (error code b31 occurred) and cause traced to component failure (error code e104 occurred). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1; (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation - device inside patient of the therapeutic laparoscopic inguinal hernia procedure, the subject device had error code b31. The procedure was completed with an olympus back-up device. There were no reports of patient harm.